Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr surgery, the screw in an unknown 40 mm head impactor broke off during impact. It is unknown how the procedure was finished or if there were any delays due to this issue. No patient injury was reported due to this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).